Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, component codes and investigation conclusions, h11. Corrected section: d4 UDI. The getinge field service engineer replaced the drive manifold due to pneumatic failure and also replaced broken fiber optic housing. Fse performed pm and confirmed device passed functional checkout same service visit. Unit returned to service. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received drive manifold assembly and fiber optic cable. These parts were received with a reported unit failure of drive manifold failed pneumatic and fiber optic cable is broken. The failure analysis and testing department performed a visual inspection of the parts received and found that drive manifold is in good condition but fiber optic cable assembly is broken. The failure analysis and testing department installed drive manifold assembly in the cardiosave test fixture and tested to factory specifications in accordance with cardiosave service manual. The failure analysis and testing department could not replicate the pneumatic failure experienced by the customer. Drive manifold passed all manifold tests. No failure confirmed. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed. Due to the broken blue housing of fiber optic connector extension cable, it cannot be installed and investigated any further. Root cause is expected wear and tear. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is expected wear and tear. Retaining the parts in the failure analysis and testing department.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a broken fiber optic housing and a pneumatics failure.  There was no patient involvement.